Manufacturer narrative:
The device mechanism was received on (B)(4) 2013. Investigation is not complete. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service ctr with a repot from the customer contact that the device alarmed n234 malfunction alarm code. This did not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device mechanism was missing the closer regulator.